Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the blades were missing from two acrobat-I stabilizer packages after they were opened. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the vacuum stabilizer om-10000, the acrobat-I canister and the acrobat-I tubing set were returned in the original box. The bladder were not in the box. A review of the DHR determined that the blades issued for this batch were accounted for. In addition, the label reconciliation for the blades packaging was reviewed and verified to be correct. While we are unable to conclusively determine where the blades went missing, the blades were accounted for before the package left the manufacturer. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).